Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with corrosion inside the device. The motor, driveshaft, and bearings were each replaced. Service did a clean lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device.